Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample was not returned for evaluation. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® winged safety push button blood collection set had a luer cap that was off in the package. No injury or medical intervention reported.

Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.